Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue. The reporter stated that while securing the battery cap after a battery change, the battery cap continuously spun on the pump without tightening in place. The reporter attempted to unscrew the cap, however the top of the cap detached and the threaded portion of the cap remained stuck in the battery compartment. The portion that was stuck in the battery compartment allegedly could not be removed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/04/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/19/2014 with the following findings:during a visual inspection of the pump, the battery compartment was observed to be intact. The battery cap was damaged, and the contact dimensions could not be investigated due to the damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.